Event description:
Ous MDR - 'loss of capture' was reported one day after the implantation. No deterioration of the pt's health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.